Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 116 hours of extended tests at the customer's settings. The ventilator passed the initial final test and the initial alarm volume test. The ventilator passed all testing.

Event description:
It was reported by the customer that the ventilator stopped ventilating while on a patient. The patient was manually ventilated with no harm.